Event description:
It was reported, the patient arrived yesterday at the emergency room unresponsive due to possible overdose. It was noted, the patient had a refill two days prior. It was further noted, the patient was getting 15.7 mg/day, but was programmed to minimum rate mode yesterday. The reporter stated, the reservoir had not been accessed as far as they know. The pump contained dilaudid (hydromorphone). Additional information received reported the emergency room intensive care healthcare professional had the manufacturing representative turn the pump to its minimum rate. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Updated from adverse event to adverse event and product problem.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from a consumer regarding a patient who had an implantable pump for chronic neck and back pain. It was noted the product malfunctioned and administered a toxic overdose of medication. Beginning in (B)(6) 2013, the patient experienced severe nausea, vomiting and was unable to keep food down. As a result of those symptoms, the patient was hospitalized four different times in (B)(6) 2014 and lost 30 pounds. On (B)(6) 2014, the patient was discovered unresponsive with severely decreased respiration and was rushed to the hospital. The patient was administered three ampules of narcan during the transport, but the patient did not respond. During the hospitalization admission beginning on (B)(6) 2014, the patient lapsed into a coma and received extended course intravenous narcan to counteract the effects of a toxic overdose of opiate analgesics. As a direct result of the product's malfunction, the patient suffered severe and permanent injuries including: pain and suffering, loss of care, comfort, emotional distress and economic loss (medical services and expenses). The diagnostics and troubleshooting performed, cause for the event, and the actions/interventions taken remains unknown. Follow-up is not possible at this time. Should additional information be received, a follow-up report will be submitted.

Event description:
The patient was to have an MRI that was not related to the device. Neurological issues were reported on (B)(4) 2014 (date of onset not provided). The previously reported pump device assessment was due to neurological symptoms on (B)(4) 2014. No further details were provided. The dose was dilaudid 1.158 mg/day.

Manufacturer narrative:
(B)(4).